Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication did not send a refill alert when it was below the minimum level. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that medication did not alert for refill when it was below minimum. The technical support specialist (tss) dialed into the server and reviewed sync info 2.0, where it was observed that two stations were using the same name maples for both the device and computer name but with different serial numbers. Verified that water for injection with product ID 15813 could not be located in the facility or pharmacy formulary, as it was linked as a kit component to olanzapine injection, causing the water pocket to open automatically when olanzapine was dispensed. Further review in pes under med inventory and facility formulary confirmed that while the critical low percentage was configured for olanzapine injection (olan10vial), it was not set for water for injection (sterwatvial10), which prevented low-inventory alerts and resulted in stockouts. Findings were communicated to the customer, and the tss advised configuring the critical low percentage for the water item. The customer later confirmed that the issue appeared to be resolved. Findings were communicated to the customer, and the customer updated the critical low setting. The system functioned as intended after the technical support specialist troubleshot the device.